Event description:
Caller reported a cartridge alarm issue with their pump but no adverse impact was reported on the customer's blood glucose level. Customer was using a pump that was under warranty, and a replacement pump with updated software was sent by technical support. The customer was instructed to return the problematic pump with the provided return materials to avoid additional charges and to program settings into their new pump upon receipt. Customer confirmed understanding of all instructions.